Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l while wearing the pod between 5 and 24 hours on the abdomen. It was reported that the pink slide on the pod moved forward, and the cannula was confirmed to have inserted. However, the cannula was not visible upon removal of the pod, indicating a needle mechanism failure. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.